Event description:
It was reported to boston scientific corporation that a microvasive rx locking device and biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure the biopsy cap was pre-pierced using an 18 gauge blunt needle. However, when the tome was placed through the biopsy cap, the filter dislodged into the endoscope biopsy channel. The scope was withdrawn from the patient so that the filter could be removed. The procedure was completed with the same locking device, however, another biopsy cap had to be used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.